Event description:
I had the infuse implanted during my surgery and I've suffered serious injuries including pain, major nerve injuries as well as mental anguish. I'm constantly worried things will get worse.